Event description:
During a coronary drug eluting stenting treatment procedure, stent damaged occurred. The lesion being treated was a severly calcified and 90% stenotic. The lesion was predialted with a 2.5 x 15 aqua balloon. After predilation the physician attempted to reach the target lesion with a taxus express2 3.0 x 32 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body stent damage was noticed. The physician then decided to abort the procedure. No pt complications or injuries were reported.